Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The patient's blood glucose at the time of incident was 390 mg/dl, but had increased to as high as 555 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the patient was able to prime without incident; however, a bent infusion set cannula was discovered. The insulin pump was not returned for analysis.